Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open colon surgery, while intestine cutting, the device can be used at first and second suture, but when reload on the third and the fourth stapler, it stuck and cannot be push. To resolve the issue, the surgeon needed to suture it by hand. There was no patient injury.